Manufacturer narrative:
Initial.

Event description:
It was reported that a patient posted on social media about fluctuating blood glucose while using the ilet, and hyperglycemia was noted with cause unclear. Symptoms included insufficient information. Outcomes included insufficient information. Investigation included communication and interviews, along with analysis of information provided by the user or third party. Investigation of this case revealed that no findings were available, the medical device problem and device component were both insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.